Event description:
It was reported that the system 9900 displayed "precharge error" and was not operational. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery circuit breaker was open. The breaker was reset. The battery charge checked in specification under load. The system was tested and found to be working as intended and placed back into service.